Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples were submitted to the manufacturer for evaluation. While a sample was not available for investigation, the issue of microbubbles is a known issue. The reported event is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: reason of complaint: massive amounts of air bubbles in lines. Patient injury no.